Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the 2nd rpl. Approx. 16 days post index procedure, gastric ulcer hemorrhage was reported. The patient was on dapt at the time of this event. An endoscope was used. The investigator assessed the event as not related to the device but probably related to the antiplatelet medication. The sponsor assessed the event as probably related to the antiplatelet medication but not related to the index device. The patient recovered.

Manufacturer narrative:
The patient was treated with a blood transfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated barc type 3b bleed. If information is provided in the future, a supplemental report will be issued.